Manufacturer narrative:
In 2009: control samples were run and are within 1sd range. Two returned patient plasma samples were tested (one edta and one heparin). Both samples gave positive results when tested on triage compared to negative results on beckman access ii. The patient samples were treated for hama ab. Interference prior to another round of testing. The tni signal dropped sharply after hama treatment on sample 2. The customer's observations were confirmed with the edta sample 1 which read positive for tni on triage but negative on alternative method. Additional testing for hama ab. Interference inconclusive. Risk assessment and need for CAPA pending.

Event description:
In 2009: false positive troponin I on triage cardiac profiler kit. Customer ran patient sample and got elevated troponin I results with mild elevations in ckmb. Patient was admitted but lab analyzer gave normal results. This is considered an adverse event because elevated test results led to hospitalization of patient.